Event description:
It was reported that the user paused insulin for a shower, then forgot to resume, resulting in hyperglycemia to 323 mg/dl, after which the user resumed insulin and entered a meal announcement to correct, leading to subsequent hypoglycemia while using the ilet bionic pancreas; the event was attributed to user handling and not to a device component malfunction. Symptoms included hyperglycemia followed by hypoglycemia with associated anxiety and irritability. Outcomes included the need for corrective action to treat the low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper method, with relevance to the user interface only insofar as normal operation was confirmed. The user was educated that meal announcements must not be used as corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.